Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, physician used the venaseal closure system to treat the great saphenous vein (gsv).the procedure was completed normally. It was reported that 3 days post procedure, patient had the tongue of thrombus in the cfv post procedure. The onset of symptoms is unknown as the patient is asymptomatic. The thrombus was initially documented 3 days after the procedure. It is unknown if there was any challenges or deviations during the procedure. It is unknown if there is thrombosis in the deep vein. Patient status unknown. Patient was treated with eliquis and repeat ultrasound is being set up approximately 2 weeks post procedure. Unknown if patient was symptomatic. No further injury reported.

Manufacturer narrative:
Additional information: the patient came back for an ultrasound one week after being asymptomatic. The tongue of the thrombus/egit has completely resolved. Eliquis has been stopped for the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: thrombus was found at the sapheno-femoral junction (sfj). Not sure if it was glue or thrombus or mixture but patient is asymptomatic 9 days post procedure. No further treatment provided. No further injury reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis : 1) color flow of common femoral vein with ¿extension¿ into left cfv 2) extension measured at 0.647cm 3) extension shown in transverse view ¿ non occlusive in this orientation (as would be expected) 4) extension measured at 0.644 cm ¿ virtually the same as image #2 additionally thrombus/glue is noted in the saphenous vein below the sfj. 5) not seen/not present, but references being asymptomatic in which is denoted as the tongue completely resolved and eliquis has been stopped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.